Manufacturer narrative:
Complete information for patient information, patient identifier = sid= (B)(6). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated calcium results on architect c16000 processing module for one (B)(6) female patient. The results provided were: on (B)(6) 2022 sid (B)(6) initial=16.51 mg/dl /repeated auto dilution= < 10 mg/dl /repeated without dilution=9.58 mg/dl. Laboratory reference range for calcium=8.8 to 10.0 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history records for architect calcium reagent, lot number 06762un20. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect calcium reagent, lot number 06762un20 was identified.